Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of non-specific product performance issue and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this implantable brady lead was not successfully implanted due to unknown product performance issue. This lead was never in use. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that the lead was placed in several locations, apical and septal. Due to damaged myocardium the thresholds were not satisfactory. After two attempted locations, the helix would not retract due to tissue in the helix.

Event description:
It was reported that this implantable brady lead was not successfully implanted due to unknown product performance issue. This lead was never in use. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that the lead was placed in several locations, apical and septal. Due to damaged myocardium the thresholds were not satisfactory. After two attempted locations, the helix would not retract due to tissue in the helix.

Event description:
It was reported that this implantable brady lead was not successfully implanted due to unknown product performance issue. This lead was never in use. A new lead of the same model was placed. No adverse patient effects were reported.